Event description:
It was further reported that the patient had chronic pain and the implanted drug pump was used for morphine 260 mg with 1.0 flow rate on a 35 ml pump. The patient's medical history included morbus chron's disease and the patient was on anti-inflammatory drugs orally for the morbus chron's disease. The diagnosis for use was severe pain in the abdomen because of approximately 40 abdominal surgeries, just 10 cm of the small intestine left, because of the morbus chron's disease. The patient had a stoma on the abdominal wall. Around lunch time, 11:30, on (B)(6) 2016 the pain clinic, there was a regular monthly refill procedure at the clinic with 26 ml of morphine and 9 ml of sodium chloride. The physician refilled with 35 ml of the new drug. At 12:10 the patient left the clinic. At 14:00, also reported as between 15.00 and 16.00 the patient and husband were sitting at the dentist office. The patient became dizzy and nauseated and soon after became unconscious. An ambulance was called, the dentist office starts heart massage on the patient and the ambulance staff takes over upon arrival. The ambulance staff used a defibrillator, lucas-massage, and the drug narcanti (antidote to morphine) to re-start the heart beating. The patient experienced respiratory and cardiac arrest, a small myocardial infarction and problems with the heart rate; cardiac fibrillation/fluttering. The patient was moved to (B)(6) clinic, an anticoagulation ward, and then further to the intensive care unit and was put on a respirator ventilator for 5 days to (B)(6) 2016. The patient responded to naloxon, initially and had miotic pupils. The outcome was noted as a serious impact on the patient's health status. The potential root causes were listed product failure and handling error. Further, the physician was experienced and had refilled this pump and others many times. He used the advised refill kit and could sense that there was a high pressure which meant it could not have been an infusion that mistakenly ended up outside the pump. The physician used the advised company bulk refill kit 8555, was used during the refill. There was no batch number/lot received as the customer did not write it down on pump refills. Further, there was no high back flow when emptying the pump. No high pressure when the new drug was refilled into the pump, "nothing was unusual" from the previous times of refill, per the physician. This time he was also very careful because he was demonstrating to another physician how to perform this procedure. An "ordinary working nurse" was also present. The physician had counted that there had been approximately 108 needle punctures in the silicone membrane during the years. There was allegation of the pump in that something had gone wrong when the doctor was refilling the pump as the patient did get an overdose with cardiac arrest. The isomed-pump had been working without any problems for the patient since the implant in (B)(6) 1998. This overdose had never occurred before on the patient during the treatment. The physician did feel the injury and symptoms were related to and caused by the implanted system or therapy because of the time limit and that the symptoms where very much alike the described symptoms of the drug. No further troubleshooting was performed other than the pump explant on (B)(6) 2016 and returned to be picked up by the manufacturer on (B)(6). No new pump was implanted. During the explant surgery, the physician did not see any unusual circumstances. No unusual fibrotic thick sac around the pump and there was no drug either in the pocket. The patient was receiving treatment in the cardiology clinic at the same hospital. As of (B)(6) 2016, the patient was doing good. The patient wanted to wait and see if it was necessary to have a new pump and was currently using oral drugs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in sweden who was receiving an unknown medication via an implantable pump. The patient's concomitant medications were not obtainable. The concentration, dose, and medical history were unknown at the time of the report. The implant date of the pump was reported as approximate. It w as reported that on an unknown date, event date not obtainable, during normal use the patient

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-jun-26 indicated that there were no volume discrepancy prior to the refill on (B)(6), all was usual. The manufacturing representative was to inquire with the doctor whether the reservoir volume was checked at the time of event/explant and whether the patient experienced permanent impairment as a result of the event. The patient was sitting and waiting in the waiting room of the dentist office, suffered the cardiac arrest and never ended up getting the dentist treatment. The explanted device was to be returned to the manufacturer.

Manufacturer narrative:
As received the pump outlet was not capped. Visual analysis before testing noted septum damage and surface scratches on the pump top shield. During pump flow testing the septum did not leak. This pump was within the serial number range that can produce a septum leak if the needle was inserted at the edge of reservoir fill septum and deflected off the chamber area (metal ring surrounding the septum). If a needle is inserted at the edge of the reservoir fill septum and deflected off the chamber (metal ring) area a septum leak can occur. The septum seal will fully restore once the needle was removed. Close inspection of the septum shows punctures at the juncture of the septum and metal ring. Punctures in this area are not conclusive evidence that a septum leak occurred only that the potential exists. The laboratory technician tested the septum by inserting a needle at edge of the reservoir fill septum and deflected the needle off of the chamber area (metal ring surrounding the septum) and a small leak was observed. Analysis concluded the pump fluid path, the isomed septum leaked as design issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.